Manufacturer narrative:
The reported 2.7mm x 10mm lkg hexalobe cocr screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 2.7mm x 10mm lkg hexalobe cocr screw (part number 3060-27010) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 3 of 3) it was reported during surgery that a t8 driver tip broke while using cocr screws. An attempt to use a 2nd t8 driver resulted in the threads on the driver tip warping and not interfacing properly with the cocr screw. The surgery was completed with a 3rd backup device with no delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00758 and 3025141-2024-00766.